Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged and was perforated by tool contact. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. It was also noted that the bearings were worn. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of worn bearings. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due the footed portion being damaged by tool contact. On follow up with the facility, it was indicated the damage to the attachment occurred when the tool touched bone. It was noticed the tool stopped running when it touched the bone during the operation. It was confirmed there was no patient impact, and no delay to the procedure as back up devices were available. The hospital name and address was confirmed, and the initial reporter information was provided. The concomitant motor information was provided.